Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, cerebral angiography and catheterization therapy was performed, due to the suspicion of a cerebral infarction. Aspiration by a catheter was attempted, but unsuccessful. The physician noted that the cerebral infarction appeared to have developed during the valve implant procedure. Multiple calcification sites were present during the procedure and the physician reported that the calcification could have traveled through the vessel during the procedure. The cause was reported as unknown, but noted that it could have been caused by either the delivery catheter system (dcs), guidewire or the balloon catheter. The patient died one day following the implant of the valve, due to a confirmed brainstem and cerebellum infarction.

Manufacturer narrative:
Additional information reported that following the implant of this valve, no improvement was observed in the patient¿s consciousness level during extubation. A difference between the left and right eye pupils was observed and the respiratory condition was unstable. The MRI revealed blockage of the basilar artery. Thrombus aspiration was attempted; however, the device could not reach the lesion, and the procedure ended. Additional patient codes: (B)(4). If information is provided in the future, a supplemental report will be issued.